Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge door was failed to stay closed, and bin was failed to unlock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door failed to stay closed and bin 1.1 was not unlocking. The field service engineer (fse) tested the refrigerator in hardware test application (hta) for lock and unlock functionality. The fse replaced the integrated refrigeration and control part (irac) to resolve and verified operation. The customer performed inventory, and the machine worked as expected. The system functioned as intended after the field service engineer repaired the device.